Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4) per exemption number e2017013.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found a loose belt on the aia-900 system. The fse tightened the belt and ran cup transfer test without any errors. The instrument was performing within specifications. The aia-900, serial number (B)(4), was installed at the customer site on (B)(6) 2017. A search for similar complaints from (B)(6) 2017 through (B)(6) 2017 found no other similar complaints during this time period. The aia-900 operator's manual, under section 12 - flags and error messages states the following: 4277 - incubator positioning overrun. Cause: the home sensor s120, which is not supposed to detect the incubator before it reaches the target position, detected the incubator. Measurement will be interrupted. Action: please contact local representative. Check s120 and pm120 for a possible malfunction. 4275 - incubator slipping detected. Cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact local representative. Check s120 and pm120 for a possible malfunction. The probable cause of the reported event was due to a loose belt on the aia-900 system.

Event description:
On (B)(6) 2017 a customer reported getting error message 4277 - incubator positioning overrun on the aia-900 system while running patient samples. The customer rebooted the aia-900 system and received error message 4275 - incubator slipping detected. The customer was unable to run patient samples on intact parathyroid hormone (ipth). On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.